Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore-surgical tape 1x10yds he used eats away at his skin and it is very itchy. The patient stated that it causes a rash and makes his skin become very irritated. The patient called in to place routine schedule order and he asked if we had a tape that was for sensitive skin. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"